Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump followed by a manual dose injection. The customer removed the pump and reverted to manual dose injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.